Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the resection sheath, 24 fr. Exhibited a broken ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Establishment name: olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation (cds) of the instrument or during the last procedure. A worn sealing ring is a defective sealing ring is due to the age of the item, signs of wear and tear, frequent use and lack of maintenance, poor reconditioning (cds). A defective sealing ring is very likely to lead to leakage on the inner shaft. Olympus will continue to monitor field performance for this device.